Manufacturer narrative:
Product was returned to manufacturer 09/27/2007. Analysis is in progress. No similar complaints have been received on this lot.

Event description:
An ophthalmologist reports a female pt presented in 2007 with ocular redness and foreign body sensation. Exam revealed a corneal ulcer od. Testing of the solution identified proteus spp. Contact lens wear was discontinued and the pt was treated with vigamox. The event resolved with non-axial scarring. No further information is expected.